Event description:
The tip of the needle off inside the pt's rotator cuff during shoulder arthroscopy. It was reported that the piece was not removed from the pt to avoid damage to the repair. The case was delayed approx 40 mins. This device is used for treatment.